Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements to out of range values of greater than 125 ohms. Boston scientific technical services provided troubleshooting options, and the ICD remains in service. No adverse patient effects were reported.